Manufacturer narrative:
Correction: initial MDR indicated that the device was returned for analysis. Investigation confirmed that the device returned did not relate to MFR report number 9612164-2015-01759.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
(B)(4).

Event description:
During an attempt to treat a lesion using in.pact pacific paclitaxel eluting balloon catheter, it was reported that balloon was twisted and impossible to inflate. There was no injury to patient or clinical sequelae reported. Please note that this device in.pact pacific) is not marketed in the united states; however, it is similar to the united states marketed product (in.pact admiral). This event is being reported only as a malfunction because of the similar device requirement in 803 which is limited to malfunctions.